Manufacturer narrative:
(B)(4): method: device history reviewed. Results code: device history review found the product met specifications when released for distribution. Conclusion: cause of event cannot be determined. Conclusion: the device history record was reviewed and showed that this valve met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a supplemental report will be filed.

Event description:
Medtronic received information that when coming off pump, central aortic insufficiency was exhibited on echo. The patient was put back on pump and this bioprosthetic valve appeared to have one leaflet that was stiff and thickened. The valve was removed and replaced with a non-medtronic product.